Manufacturer narrative:
(B)(4). Date sent: 8/3/2016. Batch # n53a60. The analysis results found that the cdh29a device arrived in good visual condition. Only the breakaway washer anvil half was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection, the deployed staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.